Event description:
The customer reported the Gastrointestinal Videoscope had a communication error during inspection for use. There was no patient injury reported.

Manufacturer narrative:
The device was returned to Olympus for evaluation, and the customer allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: B30 (scope communication error). Based on the results of the investigation, the probable root cause of the scope communication errors was component failure, the plug unit was bad.The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.